Manufacturer narrative:
(B)(6). Upon receipt at our post market quality assurance laboratory, the analysis does not confirm the allegation. The lead tip had no visible signs of danger or defect which could lead to dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Threshold bipolar noted at 6.0v at 2.0ms. The field representative stated that this lead had likely micro dislodged. This rv lead was explanted. No additional adverse patient effects were reported.